Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed, when add'l details become available.